Manufacturer narrative:
It was reported that the emt at the head end "tweaked" his back as he was holding the head end of the cot when it allegedly collapsed and he was pulled downward. The emt went to the hospital and took a short leave from work but is back at work. The emt did not need physical therapy, however it was not determined if the emt was prescribed medication.

Event description:
It was reported that 2 emts were transferring the cot with a patient in the "lower" set load height with one emt located at the head end and one at the foot end. The emt at the head end was allegedly holding onto the cot at the head end as the emt at the foot end allegedly raised the cot legs. As the cot was raising, the cot allegedly dropped to the ground. The 2 emts then allegedly noticed that the hydraulics rod was detached from the mating component. The 2 emts then loaded the cot manually and there was no delay in transport.

Manufacturer narrative:
This issue was resolved for the customer by replacing the hydraulic cylinder assembly, the rod end cylinder, and associated fastener.

Event description:
It was reported that 2 emts were transferring the cot with a patient in the "lower" set load height with one emt located at the head end and one at the foot end. The emt at the head end was allegedly holding onto the cot at the head end as the emt at the foot end allegedly raised the cot legs. As the cot was raising, the cot allegedly dropped to the ground. The 2 emts then allegedly noticed that the hydraulics rod was detached from the mating component. The 2 emts then loaded the cot manually and there was no delay in transport.